Event description:
Removal of endosseous dental implants. Implants placed posterior maxilla type IV bone. Pt is controlled diabetic. 2 weeks after placement, pt developed what physician thought was a heart attack and pt was placed on anticoagulants. The pt presented with mobile implants at which time they were removed. The clinician attributes implant failure to the medication.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.